Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. The fourth photo shows product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Deflated balloon with returned syringe. The balloon deflated passively in under 5 minutes. Asymmetrical balloon (100:0) observed. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. Asymmetrical balloon (100:0) observed. Deflated balloon with (in-house) syringe. The balloon deflated passively in under 2 minutes and 11 seconds. The reported event was not confirmed; however, a new record has been created to address the asymmetrical balloon. No root cause could be found because the reported event was unconfirmed. A risk review and a labeling review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tried to remove the water by inflating foley catheter with sterile water in the pre-test, it would not fall out. Per investigator's notification received on 10dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tried to remove the water by inflating foley catheter with sterile water in the pre-test, it would not fall out.